Event description:
Reportedly, the stapler fired staples, but the knife blade did not cut tissue or release the anvil. Upon firing instruments made a strange noise. The anvil was manually cut out under direct vision. No additional information. No patient injury.